Event description:
Implantable cardioverter-defibrillator removed due to error message, new ICD implanted. The patient was recently seen because of device beeping and revealed to be dysfunctional. After speaking with boston scientific technical support, the beeping is considered an error that the battery life could not be accurately estimated and advised the device needs replacement. The device was shut off and patient was seen and examined by an electrophysiology staff physician and deemed appropriate for a generator change.what was the original intended procedure?ICD generator change.